Manufacturer narrative:
Additional information: based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet. If the device is explanted and received in the future, the case will be re-opened and the device investigated.

Event description:
The recipient reported that she was no longer able to hear with the device. This loss of sound was sudden. Prior to this event she was a highly successful user. There is no report of any trauma or illness. Re-implantation is considered but has not yet been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that she was no longer able to hear with the device. This loss of sound was sudden. There is no report of any trauma or illness. Re-implantation is considered.